Event description:
The customer reported false reactive architect cmv igg results for one pregnant female patient generated on the architect i2000sr analyzer. The following data was provided: sid (B)(6): (B)(6) 2025: first result = > 250 au/ml (B)(6) 2025: second result (1:10 dilution) = 117 au/ml; repeat result undiluted = < 6 au/ml; repeat result undiluted again = < 6 au/ml all testing was done on the same instrument. Sample was tested on the cobas platform and generated a negative result. There was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect cmv igg, 06c15-30, abbott ireland diagnostics division, sligo manufacturing site to architect i2000sr processing module, 03m74-97, irving ia/cc manufacturing site. MDR number 3016438761-2025-00606 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported false reactive architect cmv igg results for one pregnant female patient generated on the architect (B)(6) analyzer. The following data was provided: sid (B)(6): on (B)(6) 2025: first result = > 250 au/ml. On (B)(6) 2025: second result (1:10 dilution) = 117 au/ml; repeat result undiluted = < 6 au/ml; repeat result undiluted again = < 6 au/ml. All testing was done on the same instrument. Sample was tested on the cobas platform and generated a negative result. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field.